Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - other" could not be confirmed with picture attached. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " a few hours into the post-operative [period] the patient has active bleeding for such reason, re-intervention must be intervened and it can be evidenced that all ligaclip 'lt 100 lt 200' are loose and are not fulfilling their function". The patient was taken back to surgery again to stop the bleeding. The patient's current condition is reported as "fine".